Event description:
It was reported it was believed the patient was receiving irregular therapy and the pump was replaced on (B)(6) 2015. It was noted it seemed to be over and under infusing based on symptoms from the patient; however no specific details were given. The patient was having overdose and underdose symptoms, but the specific symptoms were not provided. It was unknown if any diagnostic testing or troubleshooting was performed and the cause of the issue was undetermined. It was unknown if the issue was resolved. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver morphine, bupivacaine, clonidine. The cause of the event, specific symptoms, troubleshooting and results, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n139904, implanted: (B)(6) 2008, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient experienced intermittent spontaneous/alternating symptoms of withdrawal versus possible overdosing. The cause of the event was unknown and the event was attributed to the pump and catheter; however, the issues with the pump and catheter were unknown. It was further reported the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly.